Manufacturer narrative:
In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a software error which was addressed in fsn as noted in chapter 6.6. There was no patient or user harm.

Event description:
During ventilation the screen fell out. The c6 kept ventilating. After restart normal operation.